Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of exactly 125 ohms. Review of the device data found two other measurements of 125 ohms, one from four months earlier and the other from one month earlier. Boston scientific technical services (ts) was consulted and discussed lead material and options. It was noted that the physician opted to change the alert value on the remote monitoring system to 140 ohms and continue monitoring the patient. At this time the right ventricular (rv) lead and device remain in service and no adverse patient effects were reported.